Event description:
It was reported that an increase in pacing lead impedance and decreased in sensing were observed. The pace/sense portion was capped and replaced. Defib portion of the lead remains active.

Manufacturer narrative:
No medwatch form was received.